Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the exact catheter lot/serial number was unknown, however, the catheter was an ascenda 8781. The catheter contrast study could not be performed because it was impossible to remove fluid from the catheter access port. A rotor pump study was performed with an ok result. The cause of the volume discrepancy was a catheter occlusion in the distal part of the spinal segment. The physician decided to remove the completed infusion system and replaced it with a new catheter and pump. This was performed on dec 19. The facility related to the event was provided.

Manufacturer narrative:
Continuation of d10: product ID: 8781, explanted: (B)(6) 2025, product type: catheter. Product ID: 8781, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (dose and concentration unknown) via implanted infusion pump. It was reported that more than expected volume medication was retired from the pump reservoir during a refill procedure. There were no environmental/external/patient factors that may have led or contributed to the issue. The logs were read and the physician then took some ray x images from the pump and catheter. No event of rotor stalled was reported and anything appeared to be wrong in the x ray images. No interventions were taken at time of report, but the physician was planning to do a catheter contrast study and a rotor pump study in the following days. The issue was not resolved at time of report. There were no patient symptoms or complications associated with the event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury. The patient's age and weight were asked, but unknown and would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Additional codes: img code updated to the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The catheter replacement resolved the catheter occlusion, reservoir volume discrepancy, and inability to remove fluid via the catheter access port. The explanted device was to be returned to the manufacturer.